Manufacturer narrative:
(B)(4). This report is being filed on an international product, prism hiv o plus, list 3d34, that has a similar us product distributed in the us, prism hiv o plus, list 3l68. An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account noticed increased reactive rate for prism hiv o plus assay in (B)(6) 2009. The account stated that 76 specimens tested prism hiv o plus repeat reactive but tested nat negative. No specific information was provided regarding the specimens or patients. No impact to patient management was reported.